Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the lcd display was observed . The device's lcd display was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported in b.2 a congenital anomaly/birth defect was an outcome attributed to the adverse event. This was marked in error. There was no adverse event, only a product problem.